Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, infection and subsequent surgical intervention. The instructions-for-use supplied with the device lists infection and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2018, the patient underwent surgery for repair of a recurrent incisional hernia. A bard/davol ventralex st hernia patch was implanted to repair the hernia defect. On or about (B)(6) 2019, the patient underwent an additional laparotomy to repair a recurrent incisional hernia and remove the infected mesh. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.